Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. The reported device damaged by another device that resulted in single leaflet device attachment (slda) was due to procedural circumstances as the plug got interacted with the clip. The reported worsening mitral regurgitation (mr) was due to slda. The patient effect of worsening mr as listed in the mitraclip ntr/xtr instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: steerable guide catheter, 2 implanted mitraclips, plug device. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip (81004u230) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the lack of fluid in the device, and the single leaflet device attachment (slda), requiring surgical removal of the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1-2. The second clip (81004u230) was implanted; however, after deployment, a flail was noted. A third clip delivery system (cds 81004u229) was advanced into the patient anatomy to treat the flail, but no fluid was noted in the cds. The cds was removed from the patient and troubleshooting was performed. The fluid was restored and the cds was re-inserted. The clip was implanted, but the mr was not significantly reduced; therefore, an attempt was made to implant a plug device to treat the mr. During placement between the second and third clips, the device interacted with the third clip. The third clip detached from the anterior leaflet and remain attached to the posterior leaflet (slda). The mr returned to 3-4. The patient was sent to surgery where all three clips were explanted and the valve was replaced. No additional information was provided.